Event description:
It was reported that the lead integrity alert (lia) triggered due to elevated short interval counts (sic), non-physiologic non-sustained ventricular tachycardia episodes, and high impedance on the right ventricular (rv) lead. Fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The lead integrity alert triggered. A patient alert for lead failure predictor occurred on (B)(6) 2013. Oversensing occurred, with 5 lead failure predictor high rate non-sustained episodes of less than or equal to 210 ms average ventricular cycle occurring on (B)(6) 2013. There was a resistance/impedance increase. Weekly pace lead trend data shows an increase for min and max ventricular pace bipolar impedance of 399 to 1672 ohms peak between (B)(6) 2013 and (B)(6) 2013. There was interference/noise with ventricular short interval count v-sic of 74 counts, in 7.75 days, between (B)(4) 2012. Concomitant products: 6940 implantable tachy lead 1999 (B)(6). (B)(4).